Manufacturer narrative:
The complaint device has not been returned for inspection to date. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the surgeon implanted the product, it was broken. The surgeon then tried to implant the second product, but it was also broken. The surgeon eventually implanted another product instead of the two products. There were no more adverse consequences.